Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the full-height drawer failed to open. A field service engineer stated that the customer was using other station to find medications for patients. A field service engineer found that the latch sensor was not seated correctly, and the drawer also came out hard. A field service engineer replaced the rails and the latch insep to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported that when using the pyxis medstation es system drawer failed to open. The customer stated that there was a delay in dispensing medication to the patient. There were no adverse events or injuries reported based on this incident.